Event description:
Complainant alleged that during functional testing, the device displayed a flashing ready for use indicator. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using a known good battery without duplicating the report. The device was recertified and returned to the customer. The battery used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type.